Manufacturer narrative:
Concomitant medical products: cook ds-60 cc-s dilation syringe, boston scientific alliance gun. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The pre-loaded wire guide was included in the return. A functional test was performed on the returned device. A cook dilation syringe (ds-60 cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated with water. A leak was observed from a crack in the catheter. A visual inspection of the catheter showed a kink approximately 132.5 cm from the distal end where the catheter had cracked. There were several kinks observed in the catheter at 123 cm, 125.5 cm, 127.5 cm, 129.2 cm, 130 cm, 131.2 cm 131.8 cm and 137 cm. A visual examination of the pre-loaded wire guide also showed kinks at 37.5 cm, 40.5 cm, 44.5 cm, 66 cm, 155 cm, 157 cm, 160 cm, 169 cm and 193 cm from the distal end of the wire guide. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A crack was observed in the catheter during our laboratory evaluation of the returned device. Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use direct the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." This activity will aid in device preservation. It is unknown if the user applied negative pressure to the balloon prior to advancement down the endoscope accessory channel. A possible contributing factor to a crack in the catheter is failure to apply negative pressure to the balloon prior to advancement through the endoscope. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician chose a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic (hbd-w-15-16.5-18). The balloon would not inflate inside the patient. The staff suspected the balloon had a hole in it. The complaint device was removed and a new hbd-w-15-16.5-18 was opened and used to complete the procedure. During evaluation of this device on (B)(6) 2017, it was determined that the catheter was cracked.